Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and was unable to reproduce/verify the reported event. The carefusion field service representative ran the device through the user verification tests & operational verification procedure per the service manual to ensure that the device meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
A carefusion field service representative reported that while at the user facility to perform a preventative maintenance (pm) service on another device. He found this device tagged ¿(B)(6) 2015 - vent reading pt disconnect, would not rest. Vent swapped out ¿ new vent working ok.¿ the user facility provided the following additional information regarding the reported event: event occurred: ¿(B)(6) 2015 approx 1430¿ ¿remote ventilator alarm triggered. Rt enters room. Finds ventilator: ¿all alarms sounding. High pressure, low pressure, low ve. Pt was connected to ventilator but was not being ventilated by unit. No volumes being registered.¿ pt immediately removed from ventilator and ambu bagged on 100% fio2. No drop in sao2 or other ill effects experienced by patient. Patient returned to ordered ventilator settings without incident. Pt ventilating properly post ventilator change.¿¿